Event description:
Customer reported that the insulin pump caused low blood glucose readings of 46 mg/dl. Customer stated that they changed the batteries at night and woke up with the insulin pump dead. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.